Manufacturer narrative:
(B)(4). Lot number was reported as 994934, however, it could not be verified in our system. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a non-union of the right distal femur due to a broken 4.5mm locking compression plate (lcp). Patient was initially implanted with one 4.5mm lcp, one 7.5mm cannulated locking screw, five 5.0mm cannulated locking screws, and four 5.0mm locking screws on unknown date. It is unknown how the non-union and breakage were discovered. Patient underwent revision surgery on unknown date. All hardware was easily removed. Patient was revised to a 95 degree dynamic compression system (dcs) plate. The revision surgery was successfully completed with no surgical delay. No other medical intervention required. The patient was stable following surgery. Concomitant device reported: 7.5mm cannulated screw (part# unknown, lot# unknown, quantity 1), 5.0mm cannulated screw (part# unknown, lot# unknown, quantity 5), 5.0mm locking screw (part# unknown, lot# unknown, quantity 4). This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received. It was reported that a patient suffered a non-union of the right distal femur. It is unknown how the non-union was discovered. Patient underwent revision surgery on (B)(6) 2016. During revision surgery, it was found that the plate was broken. No fragments generated from broken plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for a review of the device history records was made to the current manufacturer. The current manufacturer indicated that the lot number provided is incorrect/incomplete, therefore, a review cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.